Manufacturer narrative:
Product analysis: the device was returned with no stent on the post-inflated 20mm balloon. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the additional stenting with a non-medtronic stent was required as a result of the inaccurately deployed stent. No patient complications reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician was attempting to implant a visipro stent for treatment of a 20 mm plaque lesion in the proximal region of the right renal artery. The artery was 6 mm in diameter with minimal calcification and no tortuosity. A 6fr tourguide sheath was used with a non-medtronic sheath. A 3 mm nanocross was used for pre-dilation. The device did not pass through a previously deployed stent. No resistance was met during advancement of the device. The IFU was followed. The lock pin was checked for securement prior to the procedure. It was reported the stent came off the balloon in the patient prior to inflation. It came off an pre-deployed outside the target lesion area. The stent remains in the patient. No deformation noted to the deployed stent. The delivery system was safely removed. No injury or intervention associated with this event. Additional stenting was carried out. No vessel damage.